Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error alarms noted during testing, however power error alarms were noted in trace download analysis due to intermittent non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was 162mg/dl at the time of the incident and during the call. There was no indication of troubleshooting or the issue being resolved during the call. It was reported that the customer will be sent a replacement. There was no indication of whether or not the insulin pump will be returned for analysis.